Event description:
Burn on my back that left blisters [thermal burn], burn on my back that left blisters [blister]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for an unspecified indication. The patient's medical history included dermatitis contact from (B)(6) 2010 as an allergy to cloth/ regular adhesive tape with reactions of skin rash and/or hives and allergies as of (B)(6) 2014. The patient's concomitant medications included venlafaxine (effexor xr) 75 mg oral 24hr sr capsule by mouth daily with food, atorvastatin (lipitor) 40 mg oral tablet by mouth daily to lower cholesterol and keep arteries open, aripiprazole (abilify) 5 mg oral tablet, one-half tablet by mouth daily at bedtime, estradiol (estrace) 0.01 % (0.1 mg/gram) vaginal cream, 1 gram vaginally 2 to 3 times a week at bedtime, metformin (glucophage) 500 mg oral tablet, taking 2 tablets by mouth 2 times a day taken with meals, lopidogrel (plavix) 75 mg oral tablet daily and propanolol (inderal) 20 mg oral tab; dosage: take 2 tablets by mouth 2 times a day. The patient previously took thermacare heatwraps on an unspecified date, doxycycline hyclate and experienced rash on (B)(6) 1999, doxycycline hyclate and experienced urticaria on (B)(6) 1999, doxycycline monohydrate and experienced an allergy on (B)(6) 1999 and sumatriptan succinate and experienced shock and/or unconsciousness on (B)(6) 1999. On an unspecified date in (B)(6) 2014, the patient reported "I have been using your product for years. I used one the week before last and drove home. When I took the thermacare off, I had a burn on my back that left blisters and required a doctor visit to get a prescription burn cream." Therapeutic measures taken included silver sulfadiazine (silvadene/thermazene) 1% topical cream applied to affected areas 2 times daily. Lab data included: blood pressure 109/66, pulse 87, temperature 97.4 degrees fahrenheit (36.3 degrees centigrade) taken tympanically, (B)(6). Action taken with the product was unknown. At the time of the report, clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Case description: this is a spontaneous report from a contactable consumer and a contactable physician. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) on (B)(6) 2014 for back muscle pain and pain as needed. Lot number and expiration date not available as consumer discarded the box and packaging. The patient's medical history included diabetes mellitus type 2, dermatitis contact from (B)(6) 2010 as an allergy to cloth/ regular adhesive tape with reactions of skin rash and/or hives and allergies as of (B)(6) 2014, depression, cva and hyperlipidemia. The patient had drug allergies to doxycycline (skin rash and or hives) and sumatriptan (shock and or unconsciousness). The patient's concomitant medications included ongoing venlafaxine (effexor xr) 75 mg oral 24hr sr capsule by mouth daily with food, venlafaxine hcl (effexor), atorvastatin (lipitor) 40 mg oral tablet by mouth daily to lower cholesterol and keep arteries open, aripiprazole (abilify) 5 mg oral tablet, one-half tablet by mouth daily at bedtime, estradiol (estrace) 0.01 % (0.1 mg/gram) vaginal cream, 1 gram vaginally 2 to 3 times a week at bedtime, metformin (glucophage) 500 mg oral tablet, taking 2 tablets by mouth 2 times a day taken with meals, clopidogrel (plavix) 75 mg oral tablet daily and propanolol (inderal) 20 mg oral tab; dosage: take 2 tablets by mouth 2 times a day. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effects, doxycycline hyclate and experienced rash on (B)(6) 1999, doxycycline hyclate and experienced urticaria on (B)(6) 1999, doxycycline monohydrate and experienced an allergy on (B)(6) 1999 and sumatriptan succinate and experienced shock and/or unconsciousness on (B)(6) 1999. On (B)(6) 2014, the patient reported "I have been using your product for years. I used one the week before last and drove home. When I took the thermacare off, I had clothing stuck to my skin. When I removed my blouse it tore skin off the tops of blisters on my back. I had a burn on my back that left blisters and required a doctor visit to get a prescription burn cream." It was described by the physician as a superficial burn. Therapeutic measures taken included silver sulfadiazine (silvadene/thermazene) 1% topical cream applied to affected areas 2 times daily, dressing, and pain medication (norco). Lab data included: blood pressure 109/66, pulse 87, temperature 97.4 degrees fahrenheit (36.3 degrees centigrade) taken tympanically, body mass index (B)(6) and body surface area 2.12 m2. The patient was not hospitalized in response to the event. The consumer reports her skin tone as medium, does not have sensitive skin or abnormal skin conditions. She wore the product for 6 hours while wearing a snug waistband/belt or similar or otherwise applied pressure over the area while driving a car, and did not check the skin under the product while wearing thermacare. The consumer has previously used other heat products for pain relief such as an electric heating pad years ago off and on and has not experienced a problem/symptom with one of these products. She did not engage in exercise while using the product and did read the usage instructions on thermacare before using the product. Action taken with the product was permanently withdrawn on (B)(6) 2014. At the time of the report, clinical outcome of the events was recovered. According to the reporting physician, there was a causal relationship between the event and the suspected product. Additional information has been requested and will be provided as it becomes available. Follow-up (15sep2014): new information received from a contactable consumer in the form of medical records includes: patient's height and weight, medical history, past product history, concomitant medications, lab data, therapeutic measures taken and medically confirming the case. Follow-up (22oct2014): follow-up attempts completed. No further information expected. Follow-up (12may2015): this case is being submitted as a serious, reportable medical device report. Follow-up (12jun2015): follow-up (12jun2015): new information received from a contactable consumer includes: patient age, relevant history, suspect product indication, lot number and expiration date not available as consumer discarded the box and packaging, usage regimen, action taken, concomitant usage regimen, reaction data (additional events: tore skin off the tops of blisters on my back and wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area/ did not check skin under product), therapeutic measures, and event outcome. Follow-up (05aug2015): new information received from a contactable physician included relevant medical history, concomitant medications, product data (additional indication), reaction data (added the event verbatim superficial burn), treatment, and causality assessment. Follow-up (01oct2015): follow-up attempts completed. No further information expected. Follow-up (22oct2015): this follow-up report is being submitted to amend previously reported information: the type of follow-up report was erroneously unchecked in previous follow-up report. A correction for the checkbox for additional information under type of follow-up report has now been checked. Company clinical evaluation comment: based on the information provided, the events thermal burn with blister, tore skin off the tops of blisters, wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area/ did not check skin under product as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn with blister, tore skin off the tops of blisters, wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area/ did not check skin under product as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
According to the reporting physician, there was a causal relationship between the event and the suspected product. Follow-up (august 5, 2015): new information received from a contactable physician included relevant medical history, concomitant medications, product data (additional indication), reaction data (added the event verbatim superficial burn), treatment, and causality assessment.

Manufacturer narrative:
Follow-up ((B)(6) 2014): new information received from a contactable consumer in the form of medical records includes: patient's height and weight, medical history, past product history, concomitant medications, lab data, therapeutic measures taken and medically confirming the case. Follow-up ((B)(6)2 014): follow-up attempts completed. No further information expected. Follow-up ((B)(6) 2015): this case is being submitted as a serious, reportable medical device report. Follow-up ((B)(6) 2015): new information received from a contactable consumer includes: patient age, relevant history, suspect product indication, lot number and expiration date not available as consumer discarded the box and packaging, usage regimen, action taken, concomitant usage regimen, reaction data (additional events: tore skin off the tops of blisters on my back and wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area/ did not check skin under product), therapeutic measures, and event outcome. Company clinical evaluation comment: based on the information provided, the events thermal burn with blister, tore skin off the tops of blisters, wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area/ did not check skin under product as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn with blister, tore skin off the tops of blisters, wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area/ did not check skin under product as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Tore skin off the tops of blisters on my back [laceration]; wore the product for 6 hours while wearing a snug waistband/belt applied pressure over the area! Did not check skin under product [device misuse]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) on (B)(6) 2014 for back muscle pain. Lot number and expiration date not available as consumer discarded the box and packaging. The patient's medical history included diabetes, dermatitis contact from (B)(6) 2010 as an allergy to cloth/ regular adhesive tape with reactions of skin rash and/or hives and allergies as of (B)(6) 2014. The patient's concomitant medications included ongoing venlafaxine (effexor xr) 75 mg oral 24hr sr capsule by mouth daily with food, atorvastatin (lipitor) 40 mg oral tablet by mouth daily to lower cholesterol and keep arteries open, aripiprazole (abilify) 5 mg oral tablet, one-half tablet by mouth daily at bedtime, estradiol (estrace) 0.01 % (0.1 mg/gram) vaginal cream, 1 gram vaginally 2 to 3 times a week at bedtime, metformin (glucophage) 500 mg oral tablet, taking 2 tablets by mouth 2 times a day taken with meals, clopidogrel (plavix) 75 mg oral tablet daily and propanolol (inderal) 20 mg oral tab; dosage: take 2 tablets by mouth 2 times a day. The patient previously took thermacare heatwraps on an unspecified date, doxycycline hyclate and experienced rash on (B)(6) 1999, doxycycline hyclate and experienced urticaria on (B)(6) 1999, doxycycline monohydrate and experienced an allergy on (B)(6) 1999 and sumatriptan succinate and experienced shock and/or unconsciousness on (B)(6) 1999. On (B)(6) 2014, the patient reported "I have been using your product for years. I used one the week before last and drove home. When I took the thermacare off, had clothing stuck to my skin. When I removed my blouse it tore skin off the tops of blisters on my back. I had a burn on my back that left blisters and required a doctor visit to get a prescription burn cream." Therapeutic measures taken included silver sulfadiazine (silvadene/thermazene) 1% topical cream applied to affected areas 2 times daily and pain medication (norco). Lab data included: blood pressure 109/66, pulse 87, temperature 97.4 degrees fahrenheit (36.3 degrees centigrade) taken tympanically, body mass index (B)(6) and body surface area 2.12 m2. The patient was not hospitalized in response to the event. The consumer reports her skin tone as medium, does not have sensitive skin or abnormal skin conditions. She wore the product for 6 hours while wearing a snug waistband/belt or similar or otherwise applied pressure over the area while driving a car, and did not check the skin under the product while wearing thermacare. The consumer has previously used other heat products for pain relief such as an electric heating pad years ago off and on and has not experienced a problem/symptom with one of these products. She did not engage in exercise while using the product and did read the usage instructions on thermacare before using the product. Action taken with the product was permanently withdrawn on (B)(6) 2014. At the time of the report, clinical outcome of the events was recovered. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up (15sep2014): new information received from a contactable consumer in the form of medical records includes: patient's height and weight. Medical history, past product history, concomitant medications, lab data, therapeutic measures taken and medically confirming the case. Follow-up (22oct2014): follow-up attempts completed. No further information expected. Follow-up (12may2015): this case is being submitted as a serious, reportable medical device report. Company clinical evaluation comment based on the information provided, the events thermal burn with blister as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.